Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu.(B) (4): device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was located in the efferent vein of the avf. There was no vessel tortuosity. There was no calcification at the target lesion. The reference diameter was 6.0mm. The target lesion length was 10mm and 80% stenosed. Target lesion post procedure stenosis was 10%. A peripheral cutting balloon was used to dilate the lesion. The number of inflations, time and maximum inflation pressure data was not reported. No pain was perceived during the procedure. One month follow up visit in (B) (6) 2005, three month follow up visit in (B) (6) 2005 and six month follow up visit in (B) (6) 2006, the target lesion remain patent since the procedure. The patient did not experience any adverse events nor had an intervention on any vessel since the procedure. Twelve month follow up visit in (B) (6) 2006 indicated the subject underwent conventional pta of the target lesion in (B) (6) 2006, because of angiographic restenosis. No adverse events were reported and no additional information provided.